Event description:
It was reported by a company representative that a neurologist's notes indicated a vns pt presented high lead impedance at a follow-up appointment in both normal and system diagnostics. The neurologist indicated that there was no known pt trauma or manipulation. The pt's device was programmed off and the pt was referred for generator and lead replacement. Follow-up with the treating neurologist's office indicated that no x-rays were taken and the last known system diagnostics were from (B)(6) 2009 and were within normal limits. At the moment surgery is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.